Event description:
It was reported that this right ventricular (rv) lead showed unstable shock impedance values. Values were trending to the low side of the range and were out of range at times. An insulation damage was suspected of this rv lead that remains in service. No adverse patient effects were reported.